Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure, the 30-degree endoscope plus rotated 90 degrees when it was reinstalled on universal surgical manipulator (usm). The tse confirmed no error in the logs and explained that the issue could be due to guide tool change (gtc). The tse advised the customer to check the endoscope after the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope will not be returned. The issue was resolved by reinstalling the endoscope. The procedure was completed with the same endoscope. There was no patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.